Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that failed sensor after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient became hyperglycemic and was vomiting. It was reported the sensor had failed during this time. The patient was taken to the emergency room where she was treated with anti-nausea medication. There was no information about any treatment administered for hyperglycemia. The patient was admitted overnight and discharged the next day. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.